Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. It was reported that the device failed to deliver due to the patient¿s anatomy. The pump insertion was aborted and a new impella cp was used without further issue. There was no harm to the patient.